Manufacturer narrative:
B3, b6, d10: dates are estimated. Visual inspections were performed on the returned device. The reported suture break was not confirmed; however a needle to cuff miss was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: this was an arteriotomy closure of the common femoral artery via a 6f sheath hole. A new proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that vessel puncture closure of an unspecified vessel was attempted using a proglide device after a percutaneous coronary intervention interventional procedure. Reportedly, the suture separated while attempting to close. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.